Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the air in line alarms. The eval found the lower upstream sensor fluid number was low, which is a known contributor to the reported symptom. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had nuisance air in line alarms. It was also reported that there was no pt injury.